Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The single used loading unit (sulu) was received preloaded with the shipping wedge attached and interlock set. The shipping wedge was removed and it was noted the sulu was fully fired with advanced pushers and staple ridges present. No malformed staples were noted on the sulu and no knife blade damage was noted. There were no other visual or functional abnormalities noted during analysis. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an exploratory laparotomy procedure, while being applied near the colon, the device¿s staples did not deploy and had poor staple formation. As a result, patient incurred blood loss of 500cc or more. In order to resolve the issue, hands on suturing/over sewing was done to fix the staple line and resolve the issue.